Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost stimulation from her scs system. An sjm representative met with the patient for system diagnostics and found multiple invalid impedances on the lead contacts. Surgical intervention may take place at a later date to address the issue. The patient had two model 3186 leads from the same lot implanted as part of her scs system.